Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high, over 400 mg/dl. The customer reported changing the insertion site and infusion set when the blood glucose runs high. The customer was advised to contact a health care professional regarding the insulin pump settings.